Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
The tip of the instrument broke.

Manufacturer narrative:
Examination of the submitted device confirmed the tip has broken off. The root cause is being attributed to suspected inappropriate leveraging/prying of the instrument resulting in the tip breaking. Based on the investigation findings of misuse/technique as the root cause, the need for corrective action is not indicated. Monitor complaint trends through sep-(B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.